Event description:
It was reported the patient had surgery and although the ipg was in surgery mode, the ipg failed to establish communication with external devices. The patient's representative was able to connect with and repair the ipg restoring effective therapy for the patient.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.